Event description:
It was reported that an ilet user received an ¿insulin set expired¿ alert after changing the infusion set and cartridge earlier the same day and was unsure if they had acknowledged the prompt to indicate a new infusion set was installed. There were no reported adverse clinical effects. Outcomes included no reported impact on health, no alarms requiring intervention, and successful resolution through on-call guidance. Investigation included user-guided troubleshooting and education, including filling the cannula and dismissing the alert. Investigation of this case revealed an operational use issue related to incorrect supply change steps rather than a device malfunction, with no defective device component identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup and use.